Event description:
Medtronic ers is investigation the susceptibility of certain devices to electrical interference created by the defibrillator charger circuit. On susceptible devices, the electrical interference could cause the device to falsely determine the defibrillation electrodes have lost connection to the pt and subsequently dump the defibrillator charge internally.